Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was documented. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.